Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) machine had a positive blood leak incident. The bmt stated the floor staff claimed the machine never alarmed for blood leak. The bmt also stated blood was observed in the flow indicator, but not downstream from the dialyzer. The bmt was not certain of dialysate flow rates at the time or if the machine was in sequential or not. Upon follow-up, the bmt stated a patient was dialyzing on the machine and the floor staff expressed blood was observed in the blue hanson line during a patient¿s hemodialysis (hd) treatment. The bmt indicated the floor staff claimed the machine did not alarm appropriately with a blood leak alert. The bmt stated blood was reportedly observed in the flow indicator but was not observed downstream of the dialyzer. The bmt was not provided with any information regarding whether a dialyzer blood leak occurred and was instructed to check operation of the blood leak detector. The bmt was unable to provide any patient demographics or treatment prescription settings including dialysate flow rates at the time of treatment. The bmt stated as far as he was aware, there was no impact to the patient and the patient. It was unknown if the patient was able to complete treatment on the day of the reported event. The bmt stated the machine was pulled from service for the bmt to evaluate. The bmt stated the blood leak detector was tested and passed testing. The machine was bleached, re-calibrated and verified and has been returned to service.